Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was consuming batteries at an increased rate compared to when it was new and no longer alerts when the battery was getting low. The customer also reported random no-delivery alarm. Troubleshooting was not performed as the customer does not pick up the call. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Information has been provided in section b5 with this report. On dec 20, 2021 customer returned pump for an alleged no delivery alarms, no audio, battery out limit and low battery alarm.unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. No excessive no delivery/occlusion alarm shown on down load report was on " 12/18/22 17:34:17 alarm #4 - alrm_counts_exceeded - excessive pump counts at line 3163 in source file pump. Hex = 06 04 0c 5b d1 22 51 52 16. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.pump passed require testing. No excessive no delivery/occlusion alarm noted. No unexpected battery power loss anomalies noted. No charge/battery anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm no unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.